Manufacturer narrative:
This complaint was reported in error.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to corrosion of the modular neck. The explant modular neck showed black material adjacent to the male of the modular neck explanted.